Event description:
It was reported that the implantable pulse generator (ipg) was found to be exposed and a surface infection was suspected. As a result, the ipg was explanted, and a temporary external pulse generator was implanted. Subsequent test results of suspected infection were negative. Another device was implanted, and no patient complications have been reported as a result of this event. The physician alleges that the infection was not caused by the ipg.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: 4074-58 lead, implanted: (B)(6) 2014. (B)(4).